Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. A customer reported receiving a low glucose reading of 52 mg/dl on the abbott diabetes care (adc) device compared to fingerstick readings of 132 mg/dl. The customer noted a vertically downward trend arrow which indicates rapidly declining glucose level (more than 2 mg/dl per minute). The customer called an ambulance and transported to the hospital, required administration of unspecified treatment from healthcare professional for the issue. There was no report of death or permanent impairment associated with this event.